Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:(B)(6) ), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:n4e1973y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic duodenal switch procedure, the device rebooted once while inside the patient, not on tissue. The adapter and connection were rechecked, and the reload was reattached. It worked fine. The device rebooted a second time while inside the patient. The reload was reattached, and the surgeon was willing to try using it again. While firing the first reload across the small bowel, the power handle rebooted a third time. It stopped halfway across the bowel. When retracting and opening the jaws, the reinforcement material had to be cut off the reload to remove it from the tissue. A new power handle and clamshell were opened, and the original adapter was attached. A new purple reload was loaded, but a yellow triangle error appeared in the reload column. Another purple reload was opened but registered as a low zone 2 on the screen after cycling. A new adapter was opened and used for the rest of the case with no further issues. The surgeon decided to staple around the misfired location. After the procedure, the defective handle and adapter were used to test some of the used reloads. One purple reload still showed as a yellow triangle. Another used purple reload and used gold curve tip reload registered and showed as a used reload. Finally, the when partially firedreload was put on the adapter, it lit up as a new reload. When taking the safety off and trying to fire, it did stop and then recognized it as a used reload. After that, the reload would no longer display the tissue thickness chart. It only showed up as a used reload. Afterwards, the handle did not recognize the adapter and while being brought to/from the office the handle rebooted 3 times and is now completely dead.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photos noted the first returned photo contained a view of a handle in a clamshell connected to an adapter. The handle was noted to be displaying the firing force gauge. The second returned image contained a view of a 60mm reinforced amt reload. No adapter was visible in this image. The reload was noted to be partially fired with pushers visible at the 4.5 cm cut mark. The third returned image contained a view of several staple lines. Functionally, the adapter was connected to the gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter was connected to an rpa clamshell and an rpa handle running v29.5 software. The device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device was partially fired, the adapter was not recognized, and the instrument did not work. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of (universal asynchronous receiver-transmitter) uart communications errors. The most likely cause could not be established from the I nformation available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.